Event description:
It was reported that early motion by the patient caused the screw and nail to break. The hardware was removed and the patient healed. This is report 2 of 2 for file (B)(4). This report is for the unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported that early motion by the patient caused the screw in nail to break. The hardware was removed and the patient healed. This is report 1 of 1 for (B)(4). This report is for the unknown screw.

Manufacturer narrative:
(B)(4). Additional device info - this is for an unknown screw/unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.